Event description:
The customer contacted the company's customer experience team via text message to report that they were diagnosed by their treating medical provider(s) with utis in (B)(6) 2022 and nearly a year later in (B)(6) 2023, and were prescribed unspecified antibiotics to treat the infections. The customer said that they have a difficult time completely emptying their bladder while the device is in place, and attribute this to the utis they experienced. The customer denies being prone to utis or other types of vaginal infections. Per the customer, their medical history includes four vaginal births and a cervical cone biopsy. The customer declined to provide medical records from their visits, contact information for their treating provider(s), or any additional information other than what is stated above. The customer was advised to discontinue their use of the device and follow the instructions of their medical provider(s). Although the company initially followed up with the customer on (B)(6) 2023 to obtain additional information, the company was unable to obtain information that confirmed the reportability of the event until after the 30-day reporting window on 04/05/2023. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.